Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) passed away. The cause of death was reported to be cardiac arrest by the care giver. The peritoneal dialysis registered nurse was unable to confirm the cardiac arrest as the cause of death. The patient was not hospitalized prior to death. Pd therapy was ongoing until the time of death however it was not reported if the patient was connected to the hc device at the time of death. It was not reported if an autopsy was performed. No additional information is available.